Manufacturer narrative:
No product samples were returned and no photographs or videos were provided for investigation. Therefore a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided without a sample or a photograph. Also, a DHR lot number review was unable to be performed since no lot number was identified. The manufacturing and expiration dates are unknown due to no lot information being available.

Event description:
It was reported that, on an unknown date, the clave connection on the cassette was cracking and leaking unknown chemotherapy. There was no report of patient harm. No additional information is available. This is event 1 of 3.